Event description:
It was reported to philips that the battery pca pins are missing. There was no patient involvement.

Event description:
It was reported to philips that the battery pca pins are missing. The customer worked with the technical support representative.. Customer cancelled servicing. The customer initially worked with the technical support representative. Customer cancelled servicing. No further action at this time.

Manufacturer narrative:
H3 other text : the customer cancelled service or repair.